Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc solarice balloon catheter the device a detachment occurred. The device detached during removal. The wire part of the device was visible as the device was being removed and was removed in three pieces. Measurements were taken and confirmed that all components were removed from the patient. The device was inspected prior to use with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation with a detachment on the hypotube along with an unidentified 0.014¿ guidewire. The hypotube material was oval and jagged on both sides of the detachment site. There were kinks evident on the hypotube proximal and distal to the detachment site. Correction: it was stated that the device had went in very smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.